Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient does not feel that she has the coverage that she needs. Additional painful areas have raised during usage. The original pain areas were addressed and covered with her programs. The patient was unwilling to meet to try additional reprogramming and changes to cover the new areas of pain. The patient indicated that she needed more in her left hip on (B)(6) 2019; however, she was unwilling to meet and did not want to do anymore sessions even though the hip pain was a new symptom. The system is scheduled to be removed on (B)(6) 2019. There were no further complications reported.